Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was cracked on the side and caused insulin to leak out during use while attempting to fill the cartridge. The following information was provided by the initial reporter: " contact reported the customer was attempting to fill a new cartridge with insulin when they noticed the syringe was cracked on the side causing insulin to pour out of it on (B)(6) 2020."

Manufacturer narrative:
H.6. Investigation summary: one sample received for investigation, sample was evaluated for leakage and molding defects. Upon observation, there is damage to the barrel. Potential root cause, during the site investigation to detect possible failure modes, it was found that this defect was generated in the conveyor belts prior to the marking stage, due to a saturation of the product in the marking hopper. This causes the syringes to exert pressure on each other. Change of the feeder was made for a larger capacity, the batch was manufactured prior to the change. The number of defective parts reported is within the acceptance level. A device history review was conducted for lot number 8318677. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was cracked on the side and caused insulin to leak out during use while attempting to fill the cartridge. The following information was provided by the initial reporter: " contact reported the customer was attempting to fill a new cartridge with insulin when they noticed the syringe was cracked on the side causing insulin to pour out of it on (B)(6) 2020."